Event description:
It was reported that patient underwent a knee arthroplasty in 2008 utilizing the accu-line quick release drill bit. The drill bit fractured and was retained by the patient. Radiographs identified fractured portion during follow-up visit. Subsequently, patient returned to o.r. For removal of fragment.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. There are warnings in the package insert that state that this type of event can occur. Date of event - unknown. Expiration date - unknown. Age of device - unknown. Device manufacture date - unknown.